Event description:
Medtronic received information that prior to the implant of this transcatheter pulmonary valve (B)(6) 2011 ), the implanted conduit (lifenet 23mm, pulmonary homograft) showed significant obstruction. Cp covered stent was placed prior to the transcatheter valve placement. This transcatheter pulmonary valve was then implanted and expanded with a 20mm balloon. One day after the implant, the patient developed a fever. Blood cultures and complete blood count were taken and the patient was diagnosed with sepsis. Blood cultures came back positive but were ultimately deemed contaminants and not true bacteria. The patient was treated with intravenous rifampin, vancomycin and gentamycin for 4-5 days. The patient remained afebrile, with stable white blood cell count and no further growth noted. The patient was then discharged to home with oral antibiotics for an additional 2 weeks (B)(6) 2011. Subsequently, the patient presented experiencing fatigue with activity. There was no dizziness and denied chest pain. The cardiologist noted marked conduit obstruction which was a significant change. Right ventricular (rv) pressure estimate by echocardiogram was over 100 mm/hg. The patient had chest film which showed a stent fracture and the patient was referred for catheter evaluation. The stent fracture was classified as major due to stent fractures that were mobile inside the region of the transcatheter valve. On (B)(6) 2013, the patient underwent placement of 4 palmaz xl stents and balloon dilatation with a 20mm bib balloon. A new transcatheter bioprosthetic valve was implanted with substantial reduction in right ventricular pressures with a fall in the rv pressure to 35/8 after balloon angioplasty and stenting and a final rv pressure of 40/8 after placement of the transcatheter bioprosthetic valve and balloon angioplasty. The final rv to pulmonary artery gradient was 10mm/hg which was significantly less than the initial gradient of 82mm/hg. The patient was noted to have tolerated the procedure well without complications. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).